Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting noise. Electrocardiogram strips were to be sent in and discussed with technical services and reliability assurance. Pacing inhibition was confirmed.